Event description:
New information was received indicating additional episodes of noise and oversensing, as well as loss of capture on the right ventricular (rv) lead. The rv lead was capped and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing noted on the right ventricular lead. No intervention was performed to resolve the event. The patient was stable and will continue to be monitored.